Manufacturer narrative:
Investigation summary: the device involved in the incident was not returned for evaluation; however, the report stated the device was used with a da vinci surgical robot system. The c0r69 threaded cannula model is not qualified for use with the da vinci robot system. Applied recommends review of the intuitive surgical, inc.'s (da vinci robot manufacturer) instruments and accessories to understand which applied medical trocars have been validated for use with the da vinci robot and the corresponding adapters. Intuitive surgical, inc. Supplies a validated mount (model# 371528) for applied medical non-threaded trocar models. This document represents our initial and final report. Additional comments: the customer experience report submitted to applied medical made no reference to pt injury or required intervention. Follow up with the hospital confirmed there was intervention to ensure recovery of any pieces of the device; however, there was no pt injury.

Event description:
Robotic hysterectomy- "trocar cracked and broke on the side unable to keep pneumo peritoneum, 2 pieces were broken off and found on the outside of the pts abdomen. Two separate cracks started near the seal housing and continued down the trocar. One of the cracks had a piece (and covered 8 threads) break off that was "crescent shaped."